Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2016-device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was completely unresponsive and did not power on. During a visual inspection of the pump, no damage was found to the keypad cover; however, the functionality of the buttons could not be tested due to the unresponsive pump, and the product analysis could not be fully completed. The keypad cover was removed, and contamination was found under all of the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.